Manufacturer narrative:
The surgery center reported the event only and did not request service or clinical support. The surgery center requested that no further contact be made regarding this event. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear occurred in the patient¿s operative eye resulting in an unplanned vitrectomy procedure being performed. The surgery center indicated that the patient had a weak capsule that required a 3-piece lens due to the patient¿s anatomy. The original planned lens was inserted and removed to place the 3-piece lens. The surgery center reported there was no incision enlargement. The surgeon inserted the 3-piece lens and had to remove it as the vitrectomy was performed.